Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving infumorph 25mg/ml at 10.923mg/day via an implantable pump. The indication for use was spinal pain. On 21-oct-2019 it was reported that the patient was scheduled for routine pump refill since the replacement on (B)(6) 2019. The physician assistant called and stated there was 4.4ml expected at the refill and the pump had all 40cc of drug remaining in the pump. The patient hasn¿t felt a difference since replacement and states he didn¿t go through withdrawals. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. At the time of the report the healthcare provider was not with the patient and stated that she forgot to check the log. It was recommended to check the logs are checked and to perform a cap (catheter access port) aspiration if possible. It was unknown if there were any interventions or actions taken to resolve the issue. It was unknown if the issue was resolved at the time of the report. Surgical intervention did not occur, and it was unknown if planned. The patient status was noted as alive, no injury and no further complications were reported regarding the event. Additional information was received on 22-oct-2019 that reported the patient has no change in pain and no withdrawal symptoms. The healthcare provider planned to put saline in the pump, but the reporter was wondering what further troubleshooting steps they could perform. Device troubleshooting was discussed. The reporter stated that she saw the patient on (B)(6) 2019 in the clinic, and the patient report shows that the programming was correct. They did not get the logs. The patient was given ¿orals¿ the reporter would speak to the healthcare provider regarding the troubleshooting discussed. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the physician had all 40cc of drug removed. The physician filled the pump with saline and will see the patient in a week. No other actions have been taken that the reporter was aware of at this time. The cause for the volume discrepancy was unknown and it had not been resolved. At the time of the report the physician had no plans to explant. No further complications were reported or anticipated.